Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form is k193473, k210608 - reported here as PMA # exceeded character limit for designated field. Additional information was received indicating that the device was explanted due to infection. The out of service date is confirmed as 05/02/2024, and a ga was submitted to reflect the updated device status. This supplemental report is also required to process the infection event. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device popped out from the patient and fell into the patient's bathroom sink. The patient had already informed his physician, and a replacement device was subsequently implanted. No additional adverse patient effects were reported. The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Additional information was received. This device was explanted due to infection. No additional patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device popped out from the patient and fell into the patient's bathroom sink. The patient had already informed his physician, and a replacement device was subsequently implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.